Event description:
When the device was used during a video assisted thoracic lobectomy procedure the staples malformed on the second firing and on the fourth firing the cartridge fell out. The cartridge was retreived using forceps. The case was converted to open to secure staple line using suture. There were no other patient consequences.